Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed pericardial effusion with hypotension. The day after the implant patient became unresponsive, rapid response was called and patient was admitted to the ICU. Cardiac tamponade was noted. Patient was treated with surgical intervention and medication. The issue was resolved without sequelae.